Event description:
A technician reported a case of viral conjunctivitis left eye one day post lasik. Patient is using steroid and antibiotic drops. Symptoms are greatly improved and patient missed last appointment but all drops should be finished.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).